Event description:
It was reported that pump t button was no longer working, later it determined that the button was missing, and that the pump could not be tested. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.